Event description:
During a pci treatment procedure, the maverick2 monorail 15x1.5 mm balloon ruptured at 12 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the mid left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a 7 fr mach1 vl3.5 guide catheter and a pt2 guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.

Event description:
It was further reported that the vessel was predilated with an unknown balloon. The physician had difficulty crossing the mid lad lesion and attempted to withdraw the stent back into the guide catheter. While doing so the stent became hung up on the guide catheter and came off the balloon. The stent was retrieved from the pt in the groin. The pt's status is reported as 'fine'.